Event description:
The glidescope gvl-4 blade was found to have a sharp edge upon inspection by a tech at verathon. No patient involvement was reported.

Manufacturer narrative:
Device evaluation summary: unable to confirm crack in blade, however blade show signs of delamination. S/n plate is also cracked and flaking off. Part of sn cover is breaking off in shards, creating sharp edges along handle of blade. Customer's blade has already been replaced. Blade is 7+ years old. On 05/10/2013 safety alert notice c/r: 3022472-5-07-2013-0001-c was issued to all customer to provide additional safety info to remind users to carefully examine blades before and after each use and promptly replace any that show signs of wear or damage.